Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review and sterile record review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. Reference internal (B)(4).

Event description:
It was reported that physician performed an uneventful endometrial ablation on (B)(6) 2014. "The patient presented 33 hours post-procedure with high fever and papin. A CT-scan showed no evidence of bowel injury. She was admitted to the ICU and placed on broad-spectrum antibiotics. She was intubated and subsequently required pressors. Her blood cultures grew staphylococcus aureus and clostridium perfringes. She is scheduled for a hysterectomy". Follow-up from the dr. Indicated that the patient is improving.